Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead was exhibiting oversensing noise and a ventricular fibrillation (vf) episode with an aborted shock. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported events were over sensing noise and ¿vf episode with an aborted shock¿. The reported event of over sensing noise could not be confirmed. As received, only the proximal portions of the lead were returned in three pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.